Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd ultra-fine¿ mini pen needles were difficult to operate and unable to prime. The following information was provided by the initial reporter : the consumer reported that when placing onto the pen the needle will not attach onto the pen and it will not complete a flow check. Date of event : (B)(6) 2021. Sample status : awaiting sample.

Event description:
It was reported that 2 bd ultra-fine¿ mini pen needles were difficult to operate and unable to prime. The following information was provided by the initial reporter : the consumer reported that when placing onto the pen the needle will not attach onto the pen and it will not complete a flow check. Date of event : (B)(6) 2021. Sample status : awaiting sample.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-01-06. H6: investigation summary customer returned (3) 31gx5mm bd pen needles with detached tear drop labels from lot# 1082154. The consumer reported when placing the pen needles onto the pen, you can feel an odd feeling, then it will not attach onto the pen, nor will it complete a flow check. The returned pen needles were examined, and it was observed that all 3 exhibited a bent non-patient end (npe) cannula. The bent npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think that the pen needles were clogged. The bent npe cannulas would also prevent the pen needles from properly attaching to a pen injector. Since the samples were returned after use, the probable cause of the bent npe cannulas is user related. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure (npe cannula bent) the root cause for this issue is user related. The npe cannulas were bent after the customer handled the pen needles.